Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 278 mg/dl. Customer stabilized blood glucose levels with manual injections. System check with tandem technical support was performed and the pump was functions as intended.